Event description:
Medtronic received a report that the axium coil became stuck in the proximal part of the catheter. The coil had pushed out of the introducer sheath smoothly. The event was said to be not associated with the patient. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an envoy 6f guide catheter, headway 17 microcatheter, and synchro 14 guidewire.

Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The headway 17 catheter used in the event was not returned. The axium prime coil pushwire was found to be broken but retained by release wire at ~7.9cm from proximal end. The implant coil was found to be already detached and not returned. The shield coil was found to be stretched. No other anomalies were observed. The axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The headway 17 micro catheter has a labeled ID (inner diameter) of 0.017¿, as per an online source. Per axium prime coil IFU (instructions for use): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the headway 17 micro catheter was found to be compatible for use with the axium prime coil and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.